Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, after 13.59 minutes and 91,025 joules used, the fiber began rotating within the metal cap. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber showed that the metal cap was detached, and the glass tip was broken. The fiber was functionally tested with the hene (helium-neon) laser fixture, no signs of breakage along the length of the fiber. The data from the fiber card indicated that the fiber was recognized and use. The evidence supports that the fiber metal cap was detached likely during removal from packaging, attachment to the console, or insertion into the scope. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. Based on these test results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.